Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and the information provided by the account, a cause for the reported clip opened while locked cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after removing the release pin while exposing metal groove during the deployment on the medial side of anterior and posterior leaflet 2 (a2p2), it was determined that the clip was visualized to be open. Additional second clip was implanted to stabilize and further reduce the mr. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.